Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on december 8, 2015. The sample was visually inspected for any anomalies, during which no issues were noted that would lead to a leak in the part. The unit was then gradually pressurized in a water bath to roughly 1000mmhg for 30 seconds, being sure that all caps and connections were tightened and closed. No leaks were observed during the test. The sample was then coupled with a bpm head and the test was repeated. No leaks were observed during this test. The returned sample was found to not leak, and the failure mode described could not be recreated. According to the complaint description, the leak occurred at "the joint with the tube". This description suggests that the leak occurred at the connection of another component with the shunt sensor. It is possible that during setup of the circuit, the connections made with the shunt sensor were not completely tightened or closed, causing them to leak during prime. Another possibility is that after gas calibration, when the large blue vent cap was loosened, it had not been retightened prior to use in the line, causing a leak from the cap. A definitive root cause was unable to be determined. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. Conclusion not yet available - evaluation in progress. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked. No patient involvement as this occurred during prime. The product was changed out. The surgery was completed successfully.